Manufacturer narrative:
(B)(4). Date sent: 1/8/2026. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the uv120 device was returned with no apparent damage. During the visual inspection, no anomalies were noted on the tip of the needle. The device was functionally tested to detect any issues. Upon evaluation of the device, it was functionally tested and passed. The device was fully functional according to the manufacturing requirements. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned without detectable damage. Device history review the manufacturing records couldn¿t be reviewed as the batch number is unknown.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2025 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: could you please specify the issue with the device? The safety indicator did not change to red. Was the needle damaged? Unk any insufflation issue? Unk if other, please specify the device was used during a robotic-assisted radical prostatectomy. The red ball of the pneumoperitoneum tube did not rise. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown urological surgery, the issue has reported but the details are unknown at this time, so it is being confirmed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.